Event description:
In this case, the customer reported that when moving the patient support utilizing a button on the rear gantry control panel, there was either an uncommanded motion or no motion at all. The philips field service engineer (fse) confirmed that there was no patient involvement and no harm to a patient, operator, or bystander. The fse replaced the rear panel control board which resolved the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).